Event description:
Allegedly, patient was revised due to: gait; increased pelvis obliquity; change in abduction of the acetabulum; dizzy spells; clicking; increased pain and difficulty ambulating; elevated cobalt metal ion levels; shifted acetabular cup; dark murky fluid build-up; metallosis; no bony ingrowth of acetabular cup; osteolysis:-left.

Manufacturer narrative:
This is the same event as 3010536692-2015-01375. (B)(4).